Manufacturer narrative:
The field service engineer determined the dilution bath assemblies have become pitted. The bath assemblies were replaced successfully. The customer successfully ran calibration and controls were within range. The last calibration performed on 13-aug-2021 was ok and there were no alarms. Quality controls were within range prior to the event. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cl value of 89 mmol/l, which repeated as 102 mmol/l. The repeat value was believed to be correct. The cl electrode lot number and expiration date were requested, but not provided.